Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had gi bleed after initial discharge. Medical management. Asa discontinued. Additional information received (B)(4) 2014: two more admissions since the initial incident for continued gi bleeding. Off of asa therapy, inr goal decreased to 1.5-2. Continue with gi consults and medical management.